Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
User facility reported the pump alarmed, "check clutch" during device use. Reporter indicated that the event did not cause or contribute to any adverse health effects.

Manufacturer narrative:
The suspect device was returned for investigation. Review and evaluation of the event history log confirmed the error had occurred and resulted from a clutch release and plunger manipulation during infusion. The error could not be duplicated during testing. No evidence was found to suggest the reported event was caused by an intrinsic product problem.